Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for parkinson's and pain from dystonia. Additional information received form the consumer reported that she had a loss of therapy, no symptoms relief, as well as intermittent/ erratic output. The stimulator was not working well for her and she was now taking more medication than prior to implant. The patient had an appointment scheduled with her doctor on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0wan6, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0udbl, implanted: (B)(6) 2015, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
Information was received from the consumer that the patient had a loss of therapy on their right side and a loss of stimulation. There were no falls/trauma related to the event. They had not checked their device with their patient programmer (pp). It showed the stimulation was on. They had the ability to change stimulation but they were unable to increase the left side as it was already at the upper limit. They noticed the change after they arrived home after the procedure. Further follow-up is being conducted to determine what troubleshooting was performed and what actions/interventions were taken to resolve the loss of therapy. If additional information is received, a follow-up report will be submitted.